Manufacturer narrative:
Clarification was requested on the event as the device with the issue is the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large; however, event states a catheter was replaced and the issue was resolved. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large hub completely broke off and separated. The catheter was replaced and the issue was resolved. The procedure continued. Additional information was received. The valve was completely pushed in. The hemostatic valve did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body, confirmed with intracardiac echocardiography (ice). Unknown volume of blood that was lost, but minimal since it was noted early. No item was introduced through the sheath, this was noted upon first putting the sheath in the body with only our wire. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large hub completely broke off and separated. The catheter was replaced and the issue was resolved. The procedure continued. The device evaluation was completed on 14-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the obstruction reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 28-aug-2023, the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes as it should have included: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system.